Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a primary infusion of magnesium (2gms) was programmed to infuse at 25ml/hr. For 2 hrs. However after 12 mins. The device alarmed for air in line and the rn noticed that the infusion was completed. The nurse called the pharmacist to the bedside to assess the pump and concluded that the rate was programmed correctly. The patient was monitored for hypotension however there was patient harm reported. The event occurred in the emergency department.

Manufacturer narrative:
(B)(4). The report of magnesium infusing faster than expected was confirmed. Analysis of the pcu event log shows that on (B)(6) 2018 at 2:27pm the pump module was programmed to infuse magnesium sulfate 2 gram/50ml at the default rate of 2ml/hr with the vtbi at the default of 50ml. The infusion duration was 2 hours. At 2:38 pm the pump module alarmed for air in line. The volume infused was recorded at 4.731ml. For the next 6 minutes the user was evaluating the pump module, programming, and volume infused. During this activity the safety clamp open alarm occurred several times with the duration being only momentary. The user turned off the pump module and shut down the system at 2:48pm. The final volume infused was recorded at 4.967ml. The root cause could not be identified. The suspect device and disposable set were not returned for investigation.